Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was testing in memory mode. The customer care advocate (cca) tried to contact the patient with follow up questions from the medical surveillance specialist but was unable to reach the patient. The following complaint was classified based on the original cca documentation. The patient alleged that the product issue began 5-10 days prior to contacting lifescan. The patient manages their diabetes with an insulin pump. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing a symptom of ¿sweats¿ sometime after the alleged issue began. The patient denied receiving any treatment for this symptom. The medical surveillance specialist was unable to obtain additional information to determine how the alleged issue may have contributed to this symptom. The alleged issue was resolved with troubleshooting. Replacement products were still sent to the patient. This complaint is being reported because the patient may have suffered a serious injury after the alleged issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.